Event description:
It was reported that catheter removal difficulty and shaft break occurred. The target lesion was located in a femoroperoneal graft. Following stent deployment, a 2.50mm x 20mm nc emerge balloon catheter was advanced for post-dilatation. However, upon removal of the balloon, resistance was encountered. Once the device was removed, it became apparent that the balloon had separated from the shaft at the connection of the shaft and balloon portion. The balloon portion that was left in the periphery was removed with a snare. No further patient complications were reported and no harm was done to the patient. Returned product consisted of a nc emerge balloon catheter, .014" guidewire, and a snare device. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks on the shaft. The shaft and guidewire lumen is separated approximately 126.4cm from the hub. Microscopic examination revealed a tear on the shaft from the exit notch to the separation. From the exit notch to the separation also appears to have been stretched prior to separation. The guide wire used in the clinical procedure was returned with the device so it was used for functional testing. The returned guidewire measured .014" so it is within specification. When advancing the balloon onto the guidewire there was no resistance felt. When attempting to remove the balloon from the guidewire, the guidewire lumen would buckle at the separation making removal hard. As to not create permanent buckling on the guidewire lumen the device was removed by advancing it through the entire guidewire. The guidewire lumen may have buckled during the clinical trial causing the difficulty to remove. Inspection of the remainder of the device presented no other damage or irregularities.